Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was hospitalized for the event. The patient was treated with injection vancomycin (one gram immediately, route, frequency and duration not reported), injection fortum (one gram once a day, route and duration not reported) and injection reflin (one gram once per day, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The action taken with dianeal therapy was not reported. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.